Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter would not read heart rate (hr) vitals. All he could see was a flat green line with no numerical values and no rhythm. The device also gave a "check electrodes" error message. He tried using known to be working leads, but the issue persisted. He also confirmed that the settings matched the settings on a working zm device. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. The evaluation confirmed the issue could be reproduced, with one ECG channel displaying a flatline and a persistent "check electrodes" error message. Inspection identified evidence of prior moisture exposure, corrosion on a battery contact, and improper positioning of the insulation sheet associated with the center case assembly. These conditions resulted in loss of ECG signal on the affected channel. The failure was attributed to a center case assembly malfunction. The unit was corrected, tested for 48 hours, and verified to operate within manufacturer specifications. The root cause was fluid intrusion, corrosion, and center case assembly malfunction. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 07/09/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the zm transmitter would not read heart rate (hr) vitals. All he could see was a flat green line with no numerical values and no rhythm. The device also gave a "check electrodes" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter would not read heart rate (hr) vitals. All he could see was a flat green line with no numerical values and no rhythm. The device also gave a "check electrodes" error message. He tried using known to be working leads, but the issue persisted. He also confirmed the settings match the settings on a known to be working zm device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra serial #: (B)(6). Device manufacturer data: 07/09/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: .

Event description:
The biomedical engineer (bme) reported that the zm transmitter would not read heart rate (hr) vitals. All he could see was a flat green line with no numerical values and no rhythm. The device also gave a "check electrodes" error message. No patient harm was reported.